Manufacturer narrative:
As reported, button #1 of a 6f/7f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury, and the hospitalization was not extended. The vcd was used in a coronary artery stenting procedure, and a retrograde approach was used. The deployer was mynx certified. A 7f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The button could not be depressed at all. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees. There was little vessel tortuosity, and the stick location was the common femoral site, with no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. No damage was noted to the button, though it could not be depressed. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There was no display of a ¿clock symbol¿ after button 1 depression, as button 1 was not depressed. No damages were noted to the sealant sleeves after removal. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for product investigation. Per visual analysis, the unit was thoroughly inspected, observing that button #1 and button #2 were not depressed. The sealant was in its manufactured position with the distal end exposed due to blood saturation. The syringe was attached to the luer hub, and the catheter was properly inserted into an unknown non-cordis sheath, which was locked onto the sheath catch. The stopcock was set in the open position, and the balloon was not inflated. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter working length was measured to verify it, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of both buttons 1 and 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the sealant was exposed at the distal end due to blood saturation. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the swollen, exposed sealant. However, the exact cause of the issue experienced by the customer and the premature exposure of the sealant could not be determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to frozen/locked button 1 experienced since it passed functional analysis. However, handling factors (although it was reported that the tension indicator was fully aligned with the markers on the handle halves before attempting to deploy) are possible. Additionally, procedural/handling factors likely resulted in the swelling of the sealant, and the subsequent premature exposure. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, button #1 of a 6/7f mynx control vascular closure device (vcd) was not able to be pressed during the procedure. Hemostasis was achieved by manual compression within 20 minutes. There was no reported patient injury and the hospitalization was not extended. The vcd was used in a coronary artery stenting procedure, and a retrograde approach was used. The deployer was mynx certified. A 7f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device storage temperature did not exceed 25 °c. There were no kinks in the sheath or device after removal. The button could not be depressed at all. The deployer was mynx certified. The suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer at 30-45 degrees. There was little vessel tortuosity, and the stick location was the common femoral site, with no presence of pvd or calcium in the vicinity of the puncture site. No damage was noted to the button, though it could not be depressed. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There was no display of a ¿clock symbol¿ after button 1 depression, as button 1 was not depressed. No damages were noted to the sealant sleeves after removal. The device will be returned for evaluation. Addendum: product evaluation shows the distal end exposed due to blood saturation.